Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune shim was cracked and broken.

Manufacturer narrative:
This product was reported in error. Upon review of the returned product, the instrument remained in one piece. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.